Manufacturer narrative:
The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: wound dehiscence; implant exposure.

Event description:
Healthcare professional further clarified that the reported seroma was not related to the device. Additionally reported was left side wound dehiscence and exposure of implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side seroma. Device remains implanted.